Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was on impella cp support and had multiple arrhythmias and rapidly decompensated requiring an increase of pressor support. The patient needed escalation of care. However, the family chose to transition to comfort measures and the patient expired.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.